Event description:
Information received indicates the brake casters are swiveling after the brake is engaged.

Manufacturer narrative:
The technician replaced the worn head end and left foot casters to repair the stretcher.